Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy test due to under weight, 18.4 - 18.7. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'pump has failed the volume test several times for being under weight, 18.4-18.7' was reproduced. A review of the event history log (ehl) revealed infusions at recommended parameters. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.